Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered cc (cartridge chemistry) sample probe level sense issues on the instrument. The fse ran a cc sample probe level sense diagnostics and observed a false level sense when the bead wire was flicked. The fse proceeded to replace the cc sample level sense bead and wash collar and performed all cc sample probe alignments. Repairs were verified and results met published specifications. Results: failure mode is attributed to the cc sample level sense bead. (B)(4).

Event description:
The customer alleged obtaining one (1) erroneously low magnesium result involving the synchron lx20 clinical chemistry system. The customer stated that the instrument generated intermittent "no cc sample detected" error messages. The customer stated that one erroneously low magnesium result of 0.00 mmol/l was generated with a "critical low" instrument flag. The result was not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. The sample was repeated on an alternate lx20 instrument and a result in the normal range of the assay was obtained.